Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number is blank section d4 of the initial medwatch report should indicate: device identifier (di) number is (B)(4).

Event description:
It was reported to physio-control through a medwatch report regarding quick-combo pacing/defibrillation/ECG electrodes: "apparent failure of three electrodes, same lot# in a cardiac arrest resulted in significant delay in the defibrillation of a patient. The patient died; it is as yet undetermined whether this was a direct result of the delay in defibrillation, or due to other causes.

Manufacturer narrative:
Physio-control evaluated the customer's electrodes and was unable to duplicate the reported issue. The electrodes were retained by physio-control. The cause of the reported issue could not be determined.

Event description:
It was reported to physio-control through a medwatch report regarding quick-combo pacing/defibrillation/ECG electrodes: apparent failure of three electrodes, same lot# in a cardiac arrest resulted in significant delay in the defibrillation of a patient. The patient died; it is as yet undetermined whether this was a direct result of the delay in defibrillation, or due to other causes.

Manufacturer narrative:
(B)(4). The customer submitted a voluntary medwatch report to the FDA: mw5085226. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device evaluated by MFR: device not evaluated by manufacturer.

Event description:
It was reported to physio-control through a medwatch report regarding quick-combo pacing/defibrillation/ECG electrodes: "apparent failure of three electrodes, same lot# in a cardiac arrest resulted in significant delay in the defibrillation of a patient. The patient died; it is as yet undetermined whether this was a direct result of the delay in defibrillation, or due to other causes.